Event description:
It was reported that the single-chamber pacemaker device exhibited a high out of range pace impedance measurement of 2108 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. As a result, a lead safety switch (lss) was triggered which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The healthcare provider (hcp) indicated that the patient is pace therapy dependent but has not had any symptoms. The hcp explained that the patient was in the clinic, a complete system check was performed, and they did not find any abnormality with the system. Boston scientific technical services (ts) reviewed remote monitoring device data and noted there were intermittent high out of range rv pace impedance measurements since approximately seven months ago and they have occurred more frequently recently. Ts also stated there were occasional higher threshold measurements as well. Ts indicated there were no stored episodes exhibiting noise and the only stored episodes were right ventricular automatic threshold (rvat) test episodes. Ts also noted that the rv lead is very old, explained this is likely due to a device header spring contact issue and explained this phenomenon to the hcp. Ts suggested programming the rv lead to a unipolar pacing and bipolar sensing configuration and stated they could program lss off or change the impedance alert range. The hcp indicated they understood and would follow up with the physician. The products remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).